Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system controller was unable to connect to multiple power modules and heartmate touch devices for interrogation. The system controller was exchanged.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller unable to connect to multiple power modules and heartmate touch tablets was confirmed via analysis of the returned unit. The heartmate 3 system controller (serial number (B)(6) was returned to abbott and upon connecting the controller to our calibrated power module, system monitor, and mock circulatory loop, the reported event was confirmed as the controller could not communicate with the system monitor. The power cables underwent a continuity test revealing that the orange (transmission communication wire) measured with an open line continuity. The cable was then dissected revealing a broken orange wire, causing the communication issue. The power cables were then exchanged with known working cables and the controller underwent testing and passed all steps without issue. A log file was downloaded containing relevant data spanning 1 day (B)(6) 2023 ¿ (B)(6) 2023, per the timestamp). There were no notable atypical alarms active in the log file. Provided information stated that exchanging the controller resolved the issue. A root cause for being unable to receive data was determined to be the damage to the transmission communication wire of the white power cable. A root cause of how the damage occurred was unable to be conclusively determined. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial#: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible) and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The system controller was exchanged which resolved the event.